Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system is continually activating the emergency power. During troubleshooting, the fse identified issue with sib and mpd control unit. The fse downloaded the board software and found that all three hdds are now detected. The fse replaced the sib and mpd control unit. After the replacement, downloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is continually activating the emergency power, although the corresponding contact is not activated. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with the sib, which is the card in charge of processing the emergency power signal. The fse replaced the sib card, and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.